Event description:
It was reported that an asymptomatic patient presented in-clinic for follow up, post-paced t-wave oversensing was observed. Reprogramming the device was recommended. At this time, no changes were made since the oversensing was observed intermittently and

Event description:
It was reported that an asymptomatic patient presented in-clinic for follow up, post-paced t-wave oversensing was observed. Reprogramming the device was recommended. At this time, no changes were made since the oversensing was observed intermittently and did not lead to triggering of vt or vf.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.